Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. The "loose inventory repack traveler" DHR indicated that the device one piece for pn 14-521616 lot j27914 went through bag & tag on may 14, 2025. The laser marking and thread length of the screw confirmed it is pn 14-521612 lot j27914; the incorrect pn was recorded on the DHR and the label. Since this was repackaged and labeled in may 2025, prior to the actions being implemented for an internal CAPA in june 2025, this event is within the scope of the CAPA and no further actions are required. The complaint is confirmed for maxan screw for the failure of incorrect part/product in package. The failure could possibly be attributed to improper packaging practices related to product identification. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A distributor reported that they received a maxan 4.0x12 variable screw in packaging for maxan 4.0x16 variable screws. There was no patient involvement.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A distributor reported that they received a maxan 4.0x12 variable screw in packaging for maxan 4.0x16 variable screws. There was no patient involvement.